Manufacturer narrative:
Analysis was performed remote service personnel which included troubleshooting with the customer. The customer indicated that following a slight voltage drop, the alarm of the monitoring center stopped sounding although the control panel was working regularly and alarms were still displayed. Logs and events of the semi-intensive ward were checked remotely; however, there was nothing to report. The customer indicated the sound box was replaced with that of another control panel; however, the issue persisted. The configuration of the sound card was checked and then the monitoring center was restarted. After restarting the system, it resumed normal operation. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was related to a voltage drop which interrupted the system operation. The issue was resolved by restarting the monitoring center and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on patient information center ix indicating that there was no sound signal to the semi-intensive control unit. The device was in use on a patient at time of event; there was no adverse event reported.